Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported knot pulled out of the artery, tissue damage and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the sutures of two proglide devices were placed in the mildly calcified right common femoral artery (rcfa) using a pre-close technique via a 7fr sheath prior to a percutaneous coronary intervention (pci). The pci procedure was successfully performed with a 13 fr sheath. Reportedly, knot advancement was performed on both proglide devices; however, when tightening the knots the sutures were inadvertently pulled on too hard and were removed from the patient anatomy. A tear at the rcfa occurred and the patient was sent for surgery for repair and to achieve hemostasis. An unspecified balloon catheter was inflated while the patient was sent for surgical repair. The level of anesthesia was increased for the surgery. There was a clinically significant delay in the procedure. Post-surgery the patient was fine. The physician is reportedly trained in the use of the proglide device and is in training for the pre-close technique. No additional information was provided.